Manufacturer narrative:
A ge rep evaluated the system and tested the joystick. System was repaired and operates as intended. No further info is available on evaluation results and repairs.

Event description:
Customer reported problems with the joystick motorized movement. No patient injury was reported.